Event description:
Follow up information identified as irritation cleared up gradually.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an irritation near the ipg pocket site that was slow to resolve. The patient requested to have the scs system removed and replaced. Irritation has resolved.